Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a spontaneous report from a nurse in (B)(6) of a patient who made an unknown mistake / touch contamination and acquired peritonitis coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal therapies. On an unknown date of 2011, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services the following reported: on an unreported date, the patient a made mistake / touch contamination, and on (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient is currently listed as recovering. The peritonitis was not related to the hp's peritoneal dialysis therapy or any hardware, disposable or solutions used during therapy. The nurse stated the peritonitis was due to the touch contamination by the home patient.